Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a set de transferencia con spiros¿ where the customer stated that a failure was detected at the transfer set, with a leak of cytotoxic at the set. It was verified that it was well adjusted and continued to present the error, causing spillage. The event occurred during use with a male patient, whose initials are shg, aged 18 years. The reported problem did not cause any injuries to the patient or to the personnel who interacted with the event. The patient did not have contact with the medication. It was identified the cytostatic spill on the floor and reported it to the healthcare personnel. All the people who were involved in resolving the event used personal protective equipment (disposable gown, hat, coveralls, face masks); the person who delimited the area and who had contact with the spill to handle the medication used the aforementioned items and a mask with filter and long cleaning gloves with forearm coverage. No harm was caused to the healthcare professionals. In addition, it was reported that there was no delay in the patient's treatment, and that the approximate centimeters spilled were accounted for with the infusion rate per hour and the infusion time. The news was discussed with the physician on duty, who did not indicate any additional management to the patient's therapy.

Manufacturer narrative:
The device was not returned for evaluation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.